Event description:
It was reported that during a bariatric bypass procedure, the doctor fired the stapler, staples malformed and device did not cut. Doctor hand sewed anastomoses. There were no patient consequences. Device has been discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: no on radiation. 6th or 7th firing event occurrence. Bowel anastamosis. Malfunction was visible. Blue cartridge. No buttressing. No on staple line or clip. Did not sound right. No on higher force. Yes, difficult removing. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.